Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that after eight days while in use with a patient, a smiths medical portex blue line ultra suction aid cuff leaked air. Subsequently, a tracheostomy change out was required. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing, consisting of inflating the sample with a syringe and subsequently submerging it under water. As a result, a leak was observed in the pilot balloon, confirming the reported complaint. The problem source was determined to be either wear of the rubber used in the fixture for the printing of the inflation line, or lack of detection by production personnel.